Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient originally had multiple organ failure prior to impella insertion. Along with the progression of multiple organ failure, renal failure also progressed. While on support, the patient and his family did not want dialysis, and the patient expired of renal failure. The impella's aic worked well until the patient expired. Use of the device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.